Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2016 during which the surgeon noted ¿it was very firmly adherent to the spermatic cord. Careful tedious dissection was required to separate the old mesh that was clearly free floating from the cord structures.¿ the surgeon also noted ¿the mesh adherent to the inferior epigastric vessels, which had to be divided and tied off to achieve hemostasis proximally.¿ it was reported that the patient experienced severe pain, severe swelling, inflammation, nerve damage, damage to spermatic cord, tedious mesh removal surgery, orchiectomy, decreased sex drive, decreased self-esteem, fear and anxiety. No additional information is provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 06/12/2020. Corrected information: manufacturing site name.